Event description:
A customer's daughter reported that on (B)(6) 2012 at 11:00 am customer was feeling "unwell" so he checked his glucose and received a reading of 5.3 mmol/l (95 mg/dl) on his adc blood glucose meter, which was lower than he felt. Caller further reported customer "was confused and disoriented and could not walk properly". Paramedics were called and received a reading of 22.00 mmol/l (396 mg/dl) on their unknown brand of meter, approximately 15 minutes after the reading which was received on the adc device. Customer was transported to a local healthcare facility where he was diagnosed with hyperglycemia and a urinary tract infection. Customer was treated with an unknown amount of insulin in addition to being given unspecified antibiotics. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one reported by the customer reported was found in the meter's memory.